Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was experiencing a driveline fault alarm. Log files were extracted and an x-ray was performed. The log file captured 102 intermittent driveline fault alarms. There were no other unusual events recorded in the log file event history. The mechanical circulatory support (mcs) equipment was operating as intended. The patient had a recent echocardiogram done where the aortic valve (av) was shown to be opening every beat and the left ventricle (lv) was full, with a slight bulging to the right. The speed was ramped from 9000 to 9400rpm. System controller was exchanged and the 20-time power cable was disconnected. There were no further driveline fault alarms following the controller exchange, upon additional log file review. Additionally, the phase data indicated that the 6 wires were intact. The site reported that the patient did not have aortic insufficiency. The x-ray and echocardiogram results were not available at the time. The exchanged controller would not be returning. On (B)(6) 2026 the patient experienced another driveline fault error again. The account switched the patient's controller (B)(6) to a new controller (B)(6) and performed the 20 disconnect test as well. The log file captured 4 new driveline fault alarms on the patient¿s second controller. The log file following the controller exchange only had 2 lines of data, so it did not capture the power cable disconnects. The green wire appeared to drop out a few times in this log file like it did in the original log file. There were no other unusual events recorded in the log file event history. The mechanical circulatory support (mcs) equipment was operating as intended. On (B)(6) 2026 additional log files and x-rays were sent for review. There were some potential areas of damage internally and externally, so it was trying to be determined what was more likely. There had not been any further alarms on the newest controller, and the electrical current data looked normal. It was noted that in the last log file the same thing occurred before sudden driveline fault alarms happened again. Technical services was specifically looking at an area right by the controller. The patient was eligible for a pump replacement. However, they were on supports for 14 years and would prefer a transplant if possible. They were aware of the situation and understood that if anything were to happen, they would need to go for heartmate 3. It was recommended to have the hospital move different areas of the external driveline around to see if it created any alarms. It was recommended that the patient should continue to be monitored, if the alarms could be induced some sort of intervention would be considered.

Event description:
Additional information was received on 18mar2026 indicating the patient presented to the hospital and a driveline liberation test was performed. There were no alarms that occurred during the manipulation of the driveline that was on the external part of patient. The center would continue to monitor the patient. The log files did not display any new driveline fault alarms. Additionally, the phase data did not show any drops in wire current below the alarm threshold. The serial number of the patients initial controller was unknown as it got stolen, and the number was not written down. The patient still had the back-up controller.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of driveline fault alarms on the system controller (serial number (B)(6)) was confirmed via log file analysis. Based on the patient's complaint history and similarly reported events associated with the heartmate ii left ventricular assist system (lvas), the driveline fault alarms are indicative of a potential driveline issue; however, a direct cause for these findings could not be conclusively determined through this evaluation. No products were available for return. The submitted log file captured multiple driveline fault alarms. These alarms had no impact on pump function, and the log files appeared to show the system operating as intended at the fixed speed. The patient¿s system controller was exchanged, and additional log files were submitted; however, additional driveline fault alarms were captured following the system controller exchange although the alarms had initially resolved. The root cause of the reported event was unable to be conclusively determined through this investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist device (lvas) instructions for use (IFU) and the heartmate ii patient handbook are currently available. The current revision of IFU and patient handbook can be found on the eifu page of the abbott website. Heartmate ii lvas IFU (section 7), heartmate ii patient handbook (section 5), under alarms and troubleshooting, describes all alarms (visual and audible) and what action should be performed when they do occur. This includes driveline fault alarms. Heartmate ii lvas IFU and heartmate ii patient handbook caution the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.